Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a missing set screw.

Event description:
It was reported that during the implant attempt, the atrial setscrew on the device would not engage. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.